Manufacturer narrative:
The customer reported that the ups spontaneously shut off, causing the central nurse's station (cns) to shut down. Recharging the ups resolved the issue.

Event description:
The customer reported that the ups spontaneously shut off, causing the central nurse's station (cns) to shut down.